Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment high threshold measurements were noted. Additionally, review of the daily measurements indicated pacing impedance measurements greater than 3000 ohms on two dates. As the pacing impedance measurements had returned to a reasonable level, the lead remains implanted and the patient will be followed appropriately. Information was later received that the impedance measurements greater than 3000 ohms persisted. The threshold measurements continued to be elevated as well. As the device was nearing elective replacement indicator (eri), it was indicated the lead would be revised when the device was replaced. Information was subsequently received that a revision procedure was performed. The connection noted no issue and the x-ray revealed no lead damage. The physician elected to keep the rv lead implanted. The device was explanted. All measurements were appropriate with the new device and existing rv lead. No adverse patient effects were reported.